Event description:
Reporter had just taken resident #1558 blood sugar with the precision glucometer, and the needle did not retract. The second finger of reporter's left hand was punctured and two drops of blood appeared. Gloves were worn. Reporter used the glucometer lancing device.